Manufacturer narrative:
(B) (4). Evaluation method: device history reviewed. Results: device history found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined at this time. The valve is currently undergoing analysis. Analysis: the valve was received at medtronic's quality laboratory on 04/06/2010 and continues to undergo analysis. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for products released for distribution. No issues were identified that would have impacted this event. Following completion of the analysis, a follow up report will be filed.

Event description:
Medtronic received information that this bioprosthetic valve, implanted one week, was explanted due to a high gradient.